Event description:
A female patient of unknown age had a previous surgery in 2007 to have her colon resected and her rectum removed. Two months later, the surgimend was implanted to repair the open abdominal wall. This was covered by a non-adherent dressing and vaseline impregnated gauze. A "vac" was applied over the bowel. The patient had a vancomycin resistant infection. At the first dressing change two days later, it was observed that the product had disappeared. There was no product to explant and evaluate.

Manufacturer narrative:
Two product devices were used during the surgery. The second part # 606-001-007, lot# sm070301 that was manufactured in february 2007 with an expiration date of 02/2010. The production records for these lots were reviewed and everything was in order. All product release specifications were met. In particular, the sterility test results were reviewed and the product specifications were met and the product lots were sterile. The patient's initial surgical site was being treated for a vancomycin resistant infection. A wound "vac" was being used over to assist in drainage of an open abdominal wound. It is likely that the patient's condition and abdominal infection caused the product to disappear. Use of surgimend in contaminated wound sites is not indicated or indicated for use with caution. It is known that bacterial infection can produce enzymes that will digest collagen-based biological implants.